Event description:
Customer alleges discrepant results with meter compared to lab: date: "last week", inratio: 2.6. Date: (B)(6) 2010, inratio: 1.9, lab: 2.2. Results were done 90 minutes apart. Patient's target therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.